Event description:
The patient was in the neurosurgery operating room. An anspach drill was in use for a craniotomy. Crani-a is the footplate attachment which apparently broke off during surgery. Post-op, it became evident by CT scan of patient's head that a metallic particle from the device became retained within the patient. The CT scan revealed an extra-axial, 5mm, metallic density along the left sphenoid ridge, not appreciated on the prior study. The retained foreign body was disclosed to the patient/family. The rep responded to event. He contacted product support at depuy synthes power tools to notify of event and submit a complaint. He also sequestered the broken crani-a attachment device and presumably returned it to depuy synthes power tools for investigation.